Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. Vascular access was obtained via the right radial artery using a 6f 3.5 non bsc sheath. The target lesion was located in the proximal left anterior descending artery. After a 182cm mailman guide wire and a 6fr guidezilla guide extension catheter crossed the lesion, a 4.00x20mm promus premier¿ stent was advanced into the guide extension catheter however resistance was noted. The physician continued to push the device until resistance was no longer met and the device was then able to cross the lesion. The stent delivery system (sds) balloon was inflated and an attempt was made to deploy the stent. Upon removal of the device, it was noted that the stent was actually on the shaft of the sds and was never deployed in the lesion. The procedure was completed by successfully deploying a 4.0x12mm promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and found that the balloon wings and folds were disturbed out of their intended position. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: if unusual resistance is felt before the stent exits the guide catheter, do not force passage. Resistance may indicate a problem, and use of excessive force may result in stent damage or stent dislodgment from the balloon. Maintain guidewire placement across the lesion, and remove the stent delivery system and guide catheter as a single unit.¿ (B)(4).

Event description:
It was reported that stent movement on balloon occurred. Vascular access was obtained via the right radial artery using a 6f 3.5 non bsc sheath. The target lesion was located in the proximal left anterior descending artery. After a 182cm mailman guide wire and a 6fr guidezilla guide extension catheter crossed the lesion, a 4.00x20mm promus premier stent was advanced into the guide extension catheter however resistance was noted. The physician continued to push the device until resistance was no longer met and the device was then able to cross the lesion. The stent delivery system (sds) balloon was inflated and an attempt was made to deploy the stent. Upon removal of the device, it was noted that the stent was actually on the shaft of the sds and was never deployed in the lesion. The procedure was completed by successfully deploying a 4.0x12mm promus premier stent. No patient complications were reported.